Event description:
It was reported that a catheter revision was going to be performed. It was later reported that the catheter broke into ¿a hundred tiny pieces in the subq area¿. The distal segment of the catheter was the affected region. The whole catheter was replaced with an ascenda. The patient experienced a return of leg pain. There was no troubleshooting as the issue was apparent and needed replacement. Per the reporter, the patient was doing well. The device system was used to deliver bupivacaine.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the catheter was breaking into multiple small pieces at the site near the initial stick point. This was visually confirmed at the catheter revision. The breaking was near the anchor and slightly more proximal. The catheter was coming apart in multiple pieces, not actually into "a hundred small pieces", as it was previously reported. The pieces were not counted. They were cleared out via suction, as they were very small. Not all of the pieces were retrieved, however it was also stated that all of the pieces were taken out. No additional surgeries were required to retrieve all of the pieces. The catheter was found to be intrathecal and was removed. The catheter break occurred on the spinal segment, distal to the connection to the pump segment and proximal to the anchor. The pump segment was intact, but was replaced as well.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code: no longer applies to this event.

Event description:
It was later reported that the catheter was broken into small pieces that were too small to be individually retrieved. The pocket was irrigated with a bulb ended instrument and then suctioned out. This took out all of the pieces, and the pieces were not retrieved from the suction machine. It was clarified that they came out of the patient and into the suction machine. They were not retrieved from the suction machine.